Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore, the difficulty in deflating the balloon could not be confirmed. Additionally, a search of the lot history record could not be conducted since the lot number was not provided. Based on the limited information provided and without the product to examine, a definitive cause for the reported deflation difficulties cannot be determined. However, since an expanded related record review and investigation indicates a potential product issue related to slow balloon deflation, further assessment per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Event description:
It was reported that during dilatation of an arterial fistula, the armada 35 balloon was inflated to 15 atmospheres and deflated successfully. The balloon was inflated a second time to 16 atmospheres. Deflation of the balloon was slow (approximately 2-3 minutes). Although the procedure was delayed five minutes, there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, estimated date. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.